Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used during an esophagogastroduodenoscopy with banding procedure performed on (B)(6) 2014. According to the complainant, during the procedure, the band misfired. Another speedband superview super 7 device was used to complete the procedure. No patient complications resulted from this event. The patient's condition following the procedure was reported as "patient is fine."

Manufacturer narrative:
Patient's exact age is unknown; however, it was reported that the patient was over the age of 18 although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.